Event description:
The customer reported that there was no power appearing on the device. There was no patient involvement when the event occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The power supply was replaced to resolve the issue.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer stated that there was no power appearing on the device. The remote service engineer (rse) went through troubleshooting with customer, and performed the following - verified ac outlet for proper voltage, verified that power cord was functional, verified power supply (24v), with the ac power disconnected, the customer removed the j1 from pm printed circuit board assembly (pcba), and then reconnected ac power. The customer verified that 24v was present between the orange and brown wires on the power supply harness connector. The rse reported that if 24v was present, the customer should replace the pm pcba; if the 24v was not present, the customer should go to next step (verify that ac power was present, disconnect ac power, remove emi shroud, reconnect ac power, verify that ac voltage is present between the blue and brown wires coming from the ac inlet). If the ac power was present, the customer should replace the power supply; if the ac power was not present, the customer should replace the ac inlet. The customer requested the part number and price for power supply and pm board.